Event description:
It was reported that the patient presented in-clinic for a routine check-up. Upon interrogation it was noted that the right-ventricular(rv) lead exhibited signal artifacts due to electromagnetic interference (emi). No resolution was performed. The patient condition was unknown.